Event description:
As reported by the sapphire registry, during catheterization, the patient experienced behavioral change and visual field loss on the left side. According to the neurologist most likely during the procedure, emboli from the aortic arch. The patient was diagnosed with a stroke . The patient is a (B)(6) male who was enrolled in the (B)(4) for carotid stenting. Medical history includes hyperlipidemia, CABG, aortic valve replacement, history of smoking, coronary artery disease, and hypertension. The target lesion location was the left common carotid artery (l4). The vessel was described as moderately tortuous. The rate of stenosis was 80%. An angioguard (601814rec/ lot 15580906) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15580906) stent was successfully deployed in the lesion. The angioguard was removed from the patient and the procedure was successfully completed. During the procedure, the patient suffered a neurological event described as a loss of nasal inferior and mid visual field in the left eye. Decreased lateral gaze of each eye, left greater than right. Slight increase in right face weakness, decreased rams on the left. The patient was also having trouble following commands. The patient had confusion and cortical sensory deficits consistent with small emboli, most likely from the aortic arc going to left brain as well as the brainstem. The patient was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). Onset was unknown. The patient had partial recovery with minor residual effects. The patient was discharged two days post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
Additional information received from the account states that the target lesion location was the proximal left internal carotid artery (l5), not the left common carotid (l4) as originally reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00248 and 1016427-2012-00039.

Manufacturer narrative:
The adjudication minutes received on (B)(4) 2012 disagree with the previous diagnosis as reported by the site that the patient experienced an ipsilateral cerebrovascular accident. The event has been adjudicated as a non-ipsilateral cerebrovascular accident. As such, to better reflect the adjudication determination the event will be made not-reportable. This event is no longer considered reportable under the medical device reporting guidelines. Please update your files. No additional follow-up will be forthcoming. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00248 and 1016427-2012-00039.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00248 and 1016427-2012-00039.

Manufacturer narrative:
During catheterization the patient experienced behavioral change and visual field loss on the left side and the patient was diagnosed with a stroke. The neurologist felt this was most likely due to emboli originating from the aortic arch during the procedure. The patient had partial recovery with minor residual effects. The patient was discharged two days post procedure. The patient is an (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. Medical history includes hyperlipidemia, CABG, aortic valve replacement, smoking, coronary artery disease and hypertension. The target lesion location was the proximal left internal carotid artery (l5). The vessel was described as moderately tortuous. The rate of stenosis was 80%. An angioguard was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was removed from the patient and the procedure was successfully completed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00248 and 1016427-2012-00039.